Event description:
It was reported that the pump clock was incorrect. Reportedly, the customer was transported to the emergency room (ER) with a blood glucose (bg) level of 624 mg/dl and high ketones which were identified as dangerous by a healthcare professional. Customer consumed carbohydrates, took a manual correction injection to self-treat, additionally treated with intravenous fluids of saline and insulin. Customer was released same day with issue resolved and no permanent damage. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Customer updated their pump settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.